Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Customer believed the pump's personal profile settings needed to be adjusted. Customer consumed glucose tablets to address the low bg. Tandem technical support advised customer to call back to troubleshoot and consult with healthcare provider if the issue reoccurs.